Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 10 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.